Event description:
It was reported that approx 66 months post implant of a bifurcated device and an infrarenal aortic extension, the pt was in the hosp for an issue not related to his aneurysm and had a computed tomography (CT) scan performed. The CT scan indicated pt's aneurysm sac had increased in size but did not show an endoleak. The physician elected the reline the bifurcated device by implanting a suprarenal and infrarenal. The physician advised the sales rep that the pt will have a CT scan in approx 3-4 months to evaluate the aneurysm size. The pt was reported to be doing fine.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when add'l info becomes available.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and imaging studies were available for this review. Product appropriateness and patient candidacy could not be assessed due to the lack of a pre implant CT scan. One month post implant, there might have been evidence of a small type ii endoleak near a right lumbar artery, however this was not observed on subsequent CT scans. Over a period 65 months, there was evidence to support a slow, progressive, inferior cuff migration of approximately 9 mm along with a progressive stent separation of approximately 1.5 cm. There was an anterior remodeling of the aortic components. There was a moderate increase of the right common iliac arteries over time of approximately 4 mm, which might have contributed to this event. At 65 months post implant, there was no evidence of a type ia or iiia endoleak, although there was evidence to support unresolved endotension, significant sac expansion and thusly, an unknown endoleak. However, the still images of an undated CT scan demonstrate a possible type ib or ii endoleak (right hypogastric) of the right common iliac artery, but this was not observed on the (B)(6) 2014 CT scan. And, an I-movie of the secondary procedure demonstrated a possible type ia endoleak near the left renal artery; this movie was of poor quality and could not be used as definitive information. The secondary procedure was confirmed. An infrarenal, suprarenal and bifurcated stent placement was observed. Additionally, a right iliac extension into the external iliac with a right hypogastric coiling was demonstrated. The technical success of the procedure or the final patient outcome could not be established due to lack of information, however it was reported that the patient was doing well and was under heighten surveillance. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the investigation, a root cause could not definitely be determined. The clinical review suggested possible endoleaks type I, type ii and type iii. There was evidence of stent migration and aneurysmal remodeling that were likely factors. There was no specific device issue identified in the investigation.